Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.018" offset at the tips. As a result, the clip could not be closed in the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was not closing all the way to close the clip.